Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened esc button dome switch. No button error alarm noted. The pump also had minor scratches on the display window corner, cracked case at the display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.